Event description:
Within about 45 seconds after placing a patient on the 3100a to begin treatment, the oscillatory driver stopped and all of the warning lights, except max map, were lit. The patient circuit was transferred to and calibrated on another 3100a, after which the patient was placed on the second 3100a without compromise.